Event description:
The patient was undergoing a cholecystectomy, when the ligamax 5, 5mm endoscopic multiple clip applier did not fire. A new handpiece was opened to complete the procedure. The manufacturer provided an rga number for return and evaluation, and provided a shipping container.